Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she just woke up with a blood glucose reading over 600 gm/dl. Customer has been on the enlite for a couple days. Customer stated that she changed her set and her cannula was bent. Customer declined troubleshooting for high blood glucose. Customer stated that she feels it is the set. Customer was walked through releasing the set. Customer's blood glucose went down to 530 mg/dl and she boluses 8.8 units with the insulin pump.